Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on unknown date, (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent umbilical hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent incarcerated ventral incisional hernia repair surgery and removal of foreign body from the abdominal wall on (B)(6) 2015 during which the surgeon noted fluid drainage from the mesh and surrounding soft tissues. The mesh was therefore grasped and completely excised using cautery around the periphery of the attached portion of the mesh.¿ it was reported that the patient experienced severe pain, adhesions, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/9/2022. Additional information: a2, d3.